Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date of explant. Block d6b: explant date: 2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg was explanted. The explanted ipg was discarded by the medical facility and will not be returned.